Event description:
According to the reporter: occurred during a procedure. The applicator was not fired when connected to the stapler. A second loading unit did not fire. In order to resolve the issue and complete the case, changed to a new product. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device. Visual inspection of the device noted the spring lever had disengaged from the device. The single use loading unit was received with a full complement of staples and the interlock engaged. There were some staples protruding from the proximal end of the cartridge. No knife blade damage was noted. Functional testing was precluded due to the condition of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged lever spring may occur from excessive manipulation or rough handling of the instrument. Replication of the engaged interlock may occur due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.